Event description:
The account's maintenance stated housekeeping was raising bed, heard a pop and foot end of the bed fell to the floor. He stated the end of the short tie rod which mounts to the swivel bracket broke.

Manufacturer narrative:
The account's maintenance replaced the short tie rod end to repair the bed.